Event description:
Caller reported a malfunction on their pump, identified by the malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to perform a reset and informed them of the shipment of a replacement pump with updated software. The customer was instructed to use multiple daily injections as backup therapy and to return the faulty pump within 10 days using the provided return box and pre-paid label.